Event description:
Information received indicates the siderail is not latching when raised.

Manufacturer narrative:
The technician cleaned and lubricated the siderail latch assembly to repair the bed.